Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer had allegedly given false negative readings on their one-year-old infant. The device allegedly gave readings of 36°c for two days, and a fever of 40°c was later measured by a doctor. It is unknown whether the consumer took a measurement on the same day they brought the child to a hospital, where a fever was confirmed. The child has been hospitalized with a viral infection for four days and their current health status is unknown. Kaz USA, inc. Has requested that the product be returned to our company for testing.